Event description:
It was reported that the battery was being replaced. During the procedure out of range impedances were found. On the third attempt to reinsert the lead, the third electrode became lodged in the ins. It was stated that a lead removal would have to be performed. Additional information received reported that during insertion of the lead, the electrode broke off. It was thought that the lead was faulty prior to the electrode breaking during insertion due to high impedance readings and the length of time it had been implanted in the patient, which was reported as nine years. The patient was reported as doing fine and getting symptom relief after the lead and ins were replaced. It was reported that a small piece of the lead was left in the patient. Additional information received reported that the existing lead broke off into the implantable neurostimulator and there was not normal battery depletion. It was noted that the device was not used in the patient. Additional review indicated that the information reported in MFR report 6000032-2013-00308 referred to this event.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy232618h) showed no anomaly found. The # 3 connector portion of a lead was stuck in the connector port. After removal of the lead piece, a known good lead was able to be inserted and withdrawn from the connector port without difficulty. The # 3 conductor was broken off at the # 3 connector weld site and was not returned. The insulation of the lead broke off under the # 2 connector and was discolored.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0401885v, implanted: (B)(6) 2004, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.